Manufacturer narrative:
The customer cleaned the flow cell and the sample probe. They replaced the sodium reference electrode. This appears to have resolved the problem. Service was not dispatched for this issue as it was resolved by customer troubleshooting.

Event description:
The customer reported that on (B)(6) 2011 erroneous, high sodium (na) results were generated on the unicel dxc 800 synchron system. The customer also indicated that all ion-selective electrode (ise) assays were elevated, so it is assumed that potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) results were also affected. The suspect results were repeated on another instrument where valid results were generated and subsequently reported out of the laboratory. The total number of erroneous results generated is unknown. No specific results data was supplied by the customer. The customer indicated that they believed one initial na result to be approximately 170 mmol/l however they were unable to provide a corresponding repeat result. The suspect results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Patient sample information was not provided by the customer. Quality control (qc) results for na, k, cl, co2 and calc prior to the event were within lab-established specifications, however quality control results the day of the event recovered high and after the event exceeded customer established upper specifications ranges.